Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds were observed on the lead. The patient is not dependent. There was no programmable voltage safety margin left to solve the issue. Lead was capped and replaced on (B)(6) 2017. There were no patient complications before, during or after the procedure.